Event description:
The customer contacted stryker to report that the device did not provide voice prompts. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event. Upon evaluation of the device, it was observed that the device was unable to be powered on.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported voice prompt issue, however, the device was unable to be powered on. The device is unrepairable and was sent back to the customer unrepaired due to no response.